Event description:
Implant placed 1/14/98. At 2nd stage surgery, implant did not appear to be integrated in the bone. This was not associated with any pain or suppuration that could be seen at the surgical site. One person affected.